Manufacturer narrative:
Device will not be returned for evaluation, not returned by the patient.

Event description:
Indicates that while the doctor was removing a pick up impression screw, the patient swallowed the hand driver (phd02n). Follow up phone call was made to (B)(6) at the clinic and she explained that the patient was taken to the emergency room just to make sure everything was okay. An x-rays was taken at the hospital and they found that the driver was located in the stomach. It was determined that the driver would pass naturally and the patient was released from the hospital. The patient has not presented with any problems since the event.

Manufacturer narrative:
(B)(4). Product associated will not be returned, swallowed by patient (discarded). Therefore this complaint cannot be verified. No lot or order number was provided, was unable to review DHR.